Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was hard to push as well as the insulin were squirted during priming. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump had screen scratched on the right side. The insulin pump will not be returned for analysis.